Event description:
It was reported by the customer that a pyxis medstation es system showed the patient as discharged preventing user from accessing medication. The customer added that they had to wait an hour to pull medication out under another patient. There were no adverse events or injuries reported based on this even

Manufacturer narrative:
Upon investigation of the actual device used in this incident showed the patient in discharged mode resulted in delay to access the medication. The technical support specialist found that the issue was the host sending discharge dates in the profile orders which cause the patient to become discharged and created another procedure but updated the tag names to match these type of admit to resolve the issue. The system functioned as intended.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-sep-2022 to 24- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident showed the patient in discharged mode resulted in delay to access the medication. The technical support specialist found that (B)(4) was already in place for this site but was missing the discharge date, later found this example patient was sent as a schedule. The technical support specialist created a second (B)(4) to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system showed the patient as discharged preventing user from accessing medication. The customer added that they had to wait an hour to pull medication out under another patient. There were no adverse events or injuries reported based on this even.